Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, including removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, abdominal pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pelvic pain/ chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included addison's disease. Concurrent conditions included vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain/ severe abdominal pain"), dysmenorrhoea ("severe dysmenorrhea"), back pain ("back pain severe and stabbing"), uterine haemorrhage ("uterine bleeding"), menorrhagia ("menorrhagia"), menstrual disorder ("abnormal menses"), polymenorrhoea ("excessive and frequent irregular menses"), menometrorrhagia ("excessive and frequent irregular menses"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), cyst ("cysts"), thrombosis ("blood clots"), dysuria ("dysuria"), pelvic adhesions ("pelvic adhesive disease") and dyspareunia ("dyspareunia"). The patient was treated with hydrocortisone (hydrocortizon) and surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and pelvic adhesions was resolving and the abdominal pain, dysmenorrhoea, back pain, uterine haemorrhage, menorrhagia, menstrual disorder, polymenorrhoea, menometrorrhagia, cyst, thrombosis, dysuria and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, menometrorrhagia, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, polymenorrhoea, thrombosis and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: normal intrauterine cavity with bilateral tubal occlusion following essure procedure; on (B)(6) 2014: normal intrauterine cavity with bilateral tubal occlusion following essure procedure. Lot number: 880432, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: event "dyspareunia" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pelvic pain/ chronic pelvic pain'), uterine haemorrhage ('uterine bleeding') and thrombosis ('blood clots') in a female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included addison's disease. Concurrent conditions included vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain/ severe abdominal pain"), menorrhagia ("menorrhagia"), menstrual disorder ("abnormal menses"), cyst ("cysts"), thrombosis (seriousness criterion medically significant), polymenorrhoea ("excessive and frequent irregular menses"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("severe dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysuria ("dysuria"), pelvic adhesions ("pelvic adhesive disease") and back pain ("back pain severe and stabbing"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and pelvic adhesions was resolving and the uterine haemorrhage, abdominal pain, menorrhagia, menstrual disorder, cyst, thrombosis, polymenorrhoea, menometrorrhagia, dysmenorrhoea, dysuria and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, menometrorrhagia, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, polymenorrhoea, thrombosis and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: normal intrauterine cavity with bilateral tubal occlusion following essure procedure; on (B)(6) 2014: normal intrauterine cavity with bilateral tubal occlusion following essure procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: pelvic pain, dub, dysmenorrhea, menorrhagia most recent follow-up information incorporated above includes: on 6-dec-2019: summons received : events added- cyst, thrombosis, polymenorrhoea, menometrorrhagia, dysmenorrhoea. Severity of pelvic pain updated. On 18-dec-2019: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details and product indication updated. Events added- dysfunctional uterine bleeding, dysuria, pelvic adhesions, back pain. Concomitant conditions and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ severe pelvic pain/ chronic pelvic pain') in a female patient who had essure (batch no. 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included addison's disease. Concurrent conditions included vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterine bleeding"), abdominal pain ("chronic abdominal pain/ severe abdominal pain"), menorrhagia ("menorrhagia"), menstrual disorder ("abnormal menses"), cyst ("cysts"), thrombosis ("blood clots"), polymenorrhoea ("excessive and frequent irregular menses"), menometrorrhagia ("excessive and frequent irregular menses"), dysmenorrhoea ("severe dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysuria ("dysuria"), pelvic adhesions ("pelvic adhesive disease") and back pain ("back pain severe and stabbing"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy with bilateral salpingectomy and oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysfunctional uterine bleeding and pelvic adhesions was resolving and the uterine haemorrhage, abdominal pain, menorrhagia, menstrual disorder, cyst, thrombosis, polymenorrhoea, menometrorrhagia, dysmenorrhoea, dysuria and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysfunctional uterine bleeding, dysmenorrhoea, dysuria, menometrorrhagia, menorrhagia, menstrual disorder, pelvic adhesions, pelvic pain, polymenorrhoea, thrombosis and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: normal intrauterine cavity with bilateral tubal occlusion following essure procedure; on (B)(6) 2014: normal intrauterine cavity with bilateral tubal occlusion following essure procedure. Lot number: 880432 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine hemorrhage ("uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine hemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, including removal of essure device). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine hemorrhage, abdominal pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, menorrhagia, menstrual disorder, pelvic pain and uterine hemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.